Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the plunger disconnected from the insertion tube barrel during insertion leaving the barrel inside her vaginal cavity. She had to manually remove the insertion tube barrel from her vaginal cavity. She did not seek medical attention and did not experience any adverse health effects.